Manufacturer narrative:
Additional information: b5 - the problem was resolved, should be removed as it is not applicable. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - "on (B)(6) 2020 the lens was removed" should be corrected to "on (B)(6) 2020 the lens was removed" which should have been included in supplemental medwatch #2. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b3 - date of event - should be corrected to unknown. B5 - see MFR# 2023826-2020-02661 for follow up claim regarding exchanged lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -16.50/2.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and a longer length lens was later implanted due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).